Event description:
Multiple problems with continuous renal replacement therapy (crrt) machine involving the self-effluent bags. Two sets discarded due to manufacturing issues. One auto effluent had a kink in the line that did not allow priming to complete, had to discard set. The second auto effluent had a leak in the manufacturer tubing in the auto effluent bag. Issues have been reported to baxter. Lot 23e0401: (catheter kink about 6 inches below auto-effluent small bag, unable to forward flow; alarm for return line clamped and blood pump occlusivity fail. Lot 23d2001: (leak in effluent bag tubing); this does not show alarms and would allow therapy to continue. Manufacturer response for auto affluent accessory, a6003 auto affluent accessory (per site reporter). Leak in effluent bag tubing this does not show alarms and would allow therapy to continue, so if you notice an unusual pool of fluid, maybe look there first. Awaiting manufacturer response. Manufacturer response for crrt auto affluent accessory, a6003 auto affluent accessory (per site reporter). Catheter kink about 6 inches below auto-effluent small bag, unable to forward flow; alarm for return line clamped and blood pump occlusivity fail. Awaiting manufacturer response.